Event description:
The pump had been alarming for a few days and the patient experienced increased pain. Upon interrogation, multiple motor stalls and recoveries since (B)(6) 2012 were discovered. The pump contained prialt 25mcg/ml, 5mcg/day. The pump was replaced and the patient seemed to be doing better following replacement. The patient recovered without sequelae.

Manufacturer narrative:
Continuation of concomitant medical products: 2000-(B)(6) explanted: product typ catheter. (B)(4). Final device analysis revealed a motor feedthru anomaly. There was bridging across the insulation. The resistance across the m1 and m2 feedthrus was less than the minimum allowed.

Manufacturer narrative:
(B)(4).